Event description:
On (B) (6) 2009, the pt stated that in the past he experienced issues with the up and down buttons of his infusion device. He stated that the buttons appeared to be working at the time of the report. He stated that the check button was not working properly and he must press the button hard and several times to make it respond. He stated that the infusion device has been dropped and the display is scratched but not broken. The infusion device has not been exposed to water. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.